Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A review of the device history did not identify any issues related to the reported condition. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented a system error. The specific alarm was not reported. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention. No additional information is available.